Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and incoherency.

Event description:
Dexcom was made aware on 01/30/2017 that on (B)(6) 2017, the patient experienced an intermittent audio alert and an adverse event. Patient reported she was sweating in her sleep. Upon waking, patient was incoherent. Patient estimates her blood glucose (bg) was at 20 mg/dl. Patient's daughter treated patient with glucagon. After glucagon treatment, patient was okay. Patient did not go to hospital. Patient reported she does not know if the receiver alerted for the low. Patient stated that she was not very aware of her surroundings at the time of the event. Additionally, the patient tested the alert function of the receiver and the alarm sound was heard. Patient alleged that the low events that she has been experiencing are related to the upgrade from g4 to g5 system, and some readings maybe inaccurate. At time of contact, patient is okay. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.